Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited elevated thresholds. The left ventricular lead was discovered to have dislodged. On (B)(6) 2018 the leads were capped and replaced. The patient was in stable condition during and post surgery.